Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). An evaluation of the actual sample was conducted. Visual inspection, leak testing, clamp function testing and clear passage testing were performed with no issues noted. The device met product specifications related to the reported leak; therefore, the reported event could not be verified. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a leak coming from a uv flash disconnect y-set during use. The exact location of the leak was unknown. There was no patient injury or medical intervention associated with this event. No additional information is available.